Event description:
It was reported that this implantable pacemaker was noted to have reached explant status. It was noted that this pacemaker went from a battery status of 1.5 years remaining ten months ago, to one year remaining seven months ago, to eight months remaining four months ago. The device battery was suspected to be depleting prematurely. Engineering analysis of device memory was performed which identified a potential battery depletion anomaly and device replacement was recommended. Available information indicates this device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.